Event description:
(B)(6) year old patient with knee injury, given crutches for non-weight bearing right knee. One crutch buckled when the patient began to use the crutches, causing the patient to fall and hit her head. The plastic piece that locks the length of the crutch leg does not lock - defective - pulls off of crutch. Patient did not suffer additional injury. Patient given second set of crutches. Defective pair of crutches sequestered to be returned to manufacturer. Eight year old patient suffered right knee injury in a bicycle crash.